Manufacturer narrative:
No flashing medtronic logo noted during boot up. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump successfully downloaded traces and history files using thump. No unexpected pump error 23 or pump error 15 alarms noted during testing, however pump error 15 (file number = 38; line number = 442) found in pump history/trace files on 06/24/2025 at 00:04:08.000. Pump error 23 confirmed in the pump history/trace files on 06/24/2025 at 00:04:10.000. Pump error 4 (file number: 32122; line number: 2690) was found in the history files on 06/24/2025 00:04:08.000. No alerts/alarms/anomalies noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Sc1-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Alleged flashing medtronic logo was not confirmed during testing. Unexpected pump error 23 alarms confirmed in the pump history/trace files on 06/24/2025 at 00:04:10.000 as a result of an unexpected restart caused by pump error 15 alarm. Pump error 15 (file number = 38; line number = 442) alarm confirmed in the pump history/trace files on 06/24/2025 at 00:04:08.000 due to suspected hardware error as per global logic analysis (esf #(B)(4). Pump error 4 was confirmed due to hardware error. Problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The critical block and inverse critical block did not add to zero (pump error 15 alarm). The customer received pump error 4 (the motor arm cannot communicate with the main arm). The customer stated that the pump flashes the medtronic logo before it restarts. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the error and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement. Troubleshooting was performed for the pump error 23, and the customer was able to clear the error and complete the rewind process. The pump was not recently placed in storage mode or without a battery for more than 8 hours. An error has occurred more than once after a battery change. Troubleshooting was performed for flashing the medtronic logo and the serialized device to be replaced. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.